Event description:
Reportedly a mechanically ventilated, patient was administered 300 ml of sterile water for inhalation, usp instead of the intended 5% dextrose and 0.45% sodium chloride injection, usp. The patient developed a total body rash. After a shift change occurred, the oncoming nurse responded to the patient's complaint of a rash and noted the medication error. The patient was treated with an unspecified amount of benadryl and the rash resolved. The patient was discharged without prolongation to thier hospital stay. Reporter stated that the patient experienced no sequelae.